Event description:
Dealer alleges unit has 2 green and 1 red lights with continuous alarm. Unit reported as being noisy at times. Unit has 10,350 hours on it. Hepa replaced recently. No further information provided.